Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed to address the oversensing. There were no patient consequences.